Manufacturer narrative:
The correct tsh reagent lot number has been confirmed to be 185522.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A general reagent issue can most likely be excluded based on calibration signals and control values. Calibration signals were ok and control values were found to be within specifications. A sample from the patient was not available for investigation, so biotin concentration of the sample could not be assessed. The time that biotin was last administered to the patient could not be provided. The assay is unaffected by biotin levels up to 25 ng/ml. Samples should not be collected from patients receiving therapy with high biotin doses (> 5 mg per day) until at least 8 hours following the last biotin administration.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Medwatch field d4 lot no - a lot number of 179010 was also provided, but it is not known which lot number was in use at the time of the event. A clarification has been requested.

Event description:
The customer received erroneous results for one patient sample tested for the elecsys tsh assay (tsh) on a cobas 6000 e 601 module (e601). The sample resulted as < 0.005 uiu/ml, and this value was reported outside of the laboratory to the patient. The sample result was repeatable. The result did not correspond to the patient's clinical condition. The customer believed the biotin medication the patient was taking interfered with the tsh assay. The patient is taking 100 mg of biotin three times daily. The sample was sent for testing in another laboratory using an abbott method, but the results from this testing could not be provided. The patient's sample is not available for further investigation. The patient was not adversely affected. The e601 analyzer serial number was asked for but not provided.